Event description:
It was reported that the patient is scheduled for an ipg replacement for an unknown reason.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity.